Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient. It was reported that after the lead was implanted an impedance test was performed and resulted in low impedances on contact 2. The stim lock was placed back on and tested again but the issue was not resolved. The lead was explanted. No symptoms were reported.

Manufacturer narrative:
Analysis of the lead reported the lead conductor had suspected breaches in wire insulation, low impedance on leakage test. A visual inspection was performed. Two different unknown foreign materials were found inside of outer insulation. One appears metallic (16.1cm from proximal end) and the other appears green (25.7cm from proximal end). Neither appeared on x-ray. Functional testing was performed and no issues found. Performed impedance test in saline and normal impedances were observed. Insulation leakage test was performed and an impedance lower than the >50 kohms specification (measured 40.9 kohms) was observed on electrode pairs 1 ¿ 3. Destructive analysis was performed and the wire insulation was carefully examined under the microscope. Some damage to the wire insulation was noted at the proximal end, but likely occurred during analysis. No other damage to the wire insulation was found. Unable to determine the cause of the low impedance observed during the insulation leakage test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.